Manufacturer narrative:
Radiometer investigations showed that the design of the capillary tube holder is unsuitable to be reopened multiple times. Hence the root cause is physical damage of the packaging.

Manufacturer narrative:
Date of event is estimated.

Event description:
According to the complaint, the abl90 flex plus blood gas analyzer (serial number: (B)(6) presented measurement error codes: 1271 (failed to aspirate sample), 593 (insufficient sample) and 331 (no sample detected during sample aspiration). The customer suspects it could be due to dust from the container of the safeclinitube (item number: 942-892, lot number: r3083).